Manufacturer narrative:
Concomitant medical devices: 5867-3m, adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission noted possible oversensing on the right atrial (ra) lead and false detection of a stored episode of atrial tachycardia/atrial fibrillation by the implantable cardioverter defibrillator (ICD). The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.